Manufacturer narrative:
Model number/catalog number: sc-2218-50; serial number: (B)(4); model/catalog description: linear st lead kit 50 cm; model number/catalog number:sc-3138-25; serial number: (B)(4); model/catalog description: lead extension kit 25cm; the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient underwent a revision procedure wherein the ipg and leads were explanted for an unknown reason. The patient was doing well postoperatively.